Event description:
I had a total knee replacement in 2011, and this device became loose due to hardware failure. Then they told me I need another total knee replacement revision. So I had my 2nd total knee replacement in 2013 which was a revision of the 2011 knee replacement. Then in (B)(6) 2016, I needed another total knee replacement revision of the 2013 revision. I have been in nothing but pain and suffering for 6 years now.